Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed a kink at the distal section while in the neutral position at 14mm from the tip. Besides the ring#1 and #2 have broken adhesive and fluids under the adhesive on rings #1, #2 and #3. The left curve met specification, but the right curve is not placed in the template shaded area, the device failed the dimensional test. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support kinked at 14mm and 18mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 16apr2015. It was reported that post atrial flutter treatment procedure, the tip was found bent. This 7/110/2.5/8-8 k2 intellatip mifi¿ xp temperature ablation catheter was selected; however, following the procedure they noticed that the tip was bent between the second and third electrode. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. However, device analysis revealed broken adhesive on the rings.